Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. It was reported that the computer of the navigation system was replaced to resolve the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The computer for the navigation system was returned to the manufacturer for evaluation. Testing found that the ram memory module was not functioning as designed. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Event description:
A medtronic representative reported that, while outside of a procedure, the navigation system powered down without prompt from the user. It was reported that after restarting the navigation system, the system would power down after a few seconds. There was no patient present when this issue was identified. No additional information was provided.